Event description:
Patient was undergoing laparotomy to evaluate a diagnosis of diverticulitis with an associated abscess, a possible ruptured colon and possible placement of colostomy. During this procedure, a gia stapler was utilized to close the tissue. When it was fired only 1/2 the staples in its chamber fired. A second stapler (from the same lot number as the first) was obtained and it malfunctioned in the exact same way. Only half of the second staplers staples fired. A third stapler (from a different lot) was obtained and functioned properly and the procedure was completed with no further issues. No patient injury.====================== manufacturer response for reloadable linear cutter with safety lock-out, 1 proximate======================manufacturer's rep is aware of issue and we have informed him we will call when the device is available for release.